Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Insulin pump had minor scratched display window, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was done. Customer's blood glucose was 67 mg/dl. Customer does not use the sensor feature on the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.